Event description:
It was reported via repair work order that the siderail was stuck in the lowest position as the timing link was corroded with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.